Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was redness around the device pocket due to an infection. The system was explanted, pharmaceutical intervention was performed, and the system was replaced on the right side of the patient. The patient was stable following the procedure.